Event description:
A site's neuro coordinator reported a spine clamp with stripped screws. No patient was present.

Manufacturer narrative:
No patient was present at time of allegation. RMA issued. The clamp face is slightly bent to one side with nicks and scratches on the tip. The adjustment screw head has tool marks all around, however, the hex head is not stripped. The adjustment screw has some debris blocking the threads about mid travel, otherwise turns normally.